Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that since doi pt has been having diarrhea and vomiting and stated it's "not controlling it". Caller reported pt has had "multiple problems" since doi (caller did not clarify what they were referring to by this). Caller stated pt is at the point where they want the device removed. The caller called back with patient present. Reviewed how to access therapy settings. Therapy is on with amplitude at 0.7 at program 4. Patient was not feeling stimulation sensation. Reviewed how to increase amplitude and caller indicated patient feels stimulation sensation at 0.9. Caller mentioned that on a previous program patient had constipation, and the other day patient was playing with their settings and caller suspects this caused patient to have urinary symptoms as well as fecal. Presently patient has uncontrollable diarrhea. Caller stated that about two days ago pt "fiddled" with the "programmer" when pt was home alone and reported since then pt has been "peeing every 20 minutes" caller stated if the device is working properly it should help the pt. Caller also mentioned pt has lost 20 lbs since doi because pt is having such severe problems. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Concomitant medical products: product ID: a520, serial#: unknown, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient got out of surgery and no one came to teach her. The reason for call was the patient never got trained on how to use the equipment. Since the day of implant they have been trying to connect the handset and communicator to the stimulator. Right after surgery she got severe diarrhea and they kept her over night and they released her the next day. The patient has had diarrhea ever since. The patient was in the bathroom so we couldn't troubleshoot with her on the call, but they walked the caller through the steps. She said they were going into the micro mytherapy application. The rep told her right there is probably the problem. The patient doesn't have a rechargeable device and she should be going in mytherapy application instead. She said she was reading the booklet and it said to go into the micro mytherapy. She was going to try and go into the mytherapy application instead and see if she is able to connect. If not she will call back. Patient has an appointment with the doctor on friday.